Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient underwent laparoscopic lysis of intestinal adhesions on (B)(6) 2015 with ¿re-tacking of peritoneum overlying of hernia mesh.¿ it was further reported the patient continues to experience severe pain, recurrent hernia defects, adhesions, scarring, nausea, diarrhea and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/10/2019. Additional narrative: it was reported that following insertion the patient experienced brown emesis and abdominal pain. It was reported that patient underwent revision of mesh on (B)(6) 2015 due to bowel obstruction.